Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported mechanical issue and spontaneous deflation are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, the physician stated that he experienced an issue with the pressure relief valve of this tenacio pump. The physician was able to inflate the device to a satisfactory level; however, it would begin to deflate if he attempted to inflate it beyond a certain point. He decided to leave the device as it was, as he did not believe the patient would be able to inflate it fully to the point where the pressure relief valve would engage. No additional information was provided.